Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver passed the charge and boot test. The receiver download was retrieved. The receiver log was reviewed and finding no errors related to the complaint . The receiver functional testing was performed and it passed. The receiver case was opened for interior inspection and further evaluation and it passed. No problem was found on receiver main pcba testing. The reported event of an overheating receiver was not confirmed because receiver passed testing. A root cause could not be determined.